Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 8.7 cm to 9.0 cm from the connector pin and the proximal coil was exposed at the same area which would account for the reported noise anomaly. The location of the abrasion was consistent with that of friction to the device can.

Event description:
An insulation anomaly was also reported.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead will be monitored.